Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose levels. The customer received several no delivery alarms and changed the infusion sets several times. The customer was used to using manual injections and reverted to manual injections. Customer's blood glucose level was 460 mg/dl the night before. She changed the infusion set and bolused. The device was not returned.